Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous result was reported outside of the laboratory. The initial result was 0.046 ng/ml on the e601 analyzer. This result was reported outside of the laboratory. The sample was re-spun and then repeated on the same analyzer and the result was 0.012 ng/ml. The customer decided to repeat the sample on a different e601 analyzer because the reported result did not fit the historical data for this patient. The sample was repeated twice on a different e601 analyzer and the results were 0.602 ng/ml and 0.585 ng/ml. The result of 0.602 ng/ml was believed reported outside of the laboratory as a corrected result. The sample was repeated again on the original e601 analyzer and the result was 0.049 ng/ml. No adverse event occurred. The troponin t hs stat reagent lot number was 12538800 with an expiration date of 01/31/2107. It was noted that quality controls (qc) before and after the results in question were out of range. The field service engineer visited the customer site due to qc failing. No cause was identified. The instrument tests and qc tests were acceptable. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the information available for investigation, a sample-specific issue can be excluded as the results of the same sample were much higher on a different analyzer and low again when repeated on the original analyzer. A possible root cause may be related to an issue with the reagent kit.